Event description:
Pt had #16 french foley catheter inserted in or for gyn surgery. Unable to deflate catheter prior to removal by syringe or by cutting the tubing. The attending physician removed the catheter with the balloon inflated. Pt able to void spontaneously urinary output. Discharged on time. This is the first occurrence of problems with this product.